Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2021, the patient used PICC. During maintenance and dressing on (B)(6), it was found that the peripheral intubation central venous catheter could not be opened and closed normally, and it was replaced immediately.